Manufacturer narrative:
(B)(4). The lens remains implanted to date (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on (B)(6) 2011, an intraocular lens, model zcb00 +17.0d, was implanted in a male patient's right eye. On (B)(6) 2013, another zcb00 +17.0d, was implanted in his left eye. The patient is complaining of glare which is symptomatic and debilitating. In his left eye, which is his good eye, the surgeon is seeing yellowing, opacities, and inflammation. There is also posterior capsule opacification in the periphery of the patient's left eye. The patient's right eye has a detached retina but the lens is clear. The patient was treated with silicone oil in his right eye on (B)(6) 2015. No additional information was provided. There will be two mdrs filed, one for each eye. This MDR is for the left eye.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer since the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no discrepancies found during the mrr (manufacturing record review). There were no associated deviation or non-conformity report found in the mrr related to this complaint and/or similar issues. Sterilization records were reviewed and no deviations were found. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.